Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this pacemaker experienced symptoms with right ventricular (rv) pacing, as well as neurocardiogenic syncope. Programming options were discussed with the physician. No additional adverse patient effects were reported. The device remains in service.